Event description:
Information received from the field notes that the patient had persistent left vena-cava. Since the patient had cancer surgery on the right, the implant was done on the left. Approximately one week post implant, the left ventricular lead dislodged. The lead was successfully repositioned and remained stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received